Event description:
The customer's blood glucose was unknown. It was reported that the customer's up arrow on their insulin pump was not responding. The customer inserted a new battery, but the issue persisted. The customer discontinued use of the pump and reverted to manual injections until the replacement insulin pump arrives. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent up button response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.